Manufacturer narrative:
Investigation summary bd received three photos for investigation. After review and analysis of the customer photos, it was observed that the specimen is leaking from the tube onto the label. A total of 30 retained samples were visually inspected for damages, and all were found to be without damages. Additionally, 10 retained samples were visually inspected for brittleness, and one of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking tube. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while centrifuging bd vacutainer® sst¿ blood collection tubes, one (1) tube broke inside the centrifuge causing sample leakage. No adverse event or patient impact reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while centrifuging bd vacutainer® sst¿ blood collection tubes, one (1) tube broke inside the centrifuge causing sample leakage. No adverse event or patient impact reported.